Manufacturer narrative:
The device was not returned, therefore, a device evaluation could not be performed. A labeling review was performed and identified that this device was not used per the directions for use (dfu) / product label. The dfu / product label states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only." The complainant states that the stent was used during an esophageal stent placement procedure for a persistent post bariatric surgery leak. In addition, the dfu / product label states "the ultraflex esophageal stent system is not intended to be moved or removed once it is deployed. If it is necessary to move or remove the stent, it should be done only during the initial stent placement procedure and prior to balloon dilatation using an atraumatic retrieval device to grasp the suture threaded around the stent end." However, as indicated in the event description, the stent was removed as planned, approximately two months post procedure, on (B) (6) 2006. Tumor in-growth through stent and tumor overgrowth around ends of stent are listed in the dfu as potential post stent placement complications.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stent placement procedure for a persistent post bariatric surgery leak, performed on (B) (6) 2006. According to the complainant, twenty-seven days post stent placement, stent occlusion was reported. It was treated with pneumatic dilation on (B) (6) 2006. The stent occlusion was reported as stent related, moderate in severity, and resolved without sequelae. A polyflex stent was placed on (B) (6) 2006 inside the ultraflex stent per treatment plan. The stents were removed on (B) (6) 2006 without complications or adverse events. The leak was healed, and the patient's health status was reported to be "good". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stent placement procedure for a persistent post bariatric surgery leak, performed on (B) (6) 2006. According to the complainant, twenty-seven days post stent placement, stent occlusion was reported. It was treated with pneumatic dilation on (B) (6), 2006. The stent occlusion was reported as stent related, moderate in severity, and resolved without sequelae. A polyflex stent was placed on (B) (6) 2006 inside the ultraflex stent per treatment plan. The stents were removed on (B) (6) 2006 without complications or adverse events. The leak was healed, and the patient's health status was reported to be "good". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: additional information has been received since the previous medwatch report was submitted. The ultraflex esophageal stent was partially covered. Occlusion of the stent was due to hyperplasia.

Manufacturer narrative:
(B) (6). Upn unknown; device reported as ultraflex esophageal stent: length (full, body) 12 cm; diameter (flange/body) 23/18 mm. Covered (B) (4)(medical intervention required). (B) (4). Study source: retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks (pbsl) and esophageal leaks (el) the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.